Event description:
Broken access port. Required re-operation to remove broken access port and to reimplant new access port. When investigating leaking access port x-ray showed broken tubing tubing distal to connection on access port side.